Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/31/2026. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, the following was obtained: - could you please provide the lot number? 10bb39. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that two unopened samples were received for analysis. Product code vcpb840d. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand, with no anomalies observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a caesarean section on an unknown date and suture was used. It was reported by a sales rep that, during a caesarean section (c-section), the suture was detached from the needle easily. It was occurred in a row. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.